Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the internal reporting number assigned for the actions for the reported event.

Event description:
Decoded data from (B)(6) 2015 was reviewed. Per the data received, the device was able to sense the patient's foreground heart rate at setting 4& 5. (The foreground heart rate is a continuously updating 10-second average of the patient's instantaneous heart rates.)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon and tc (therapeutic consultant) unable to complete the heart rate detection for the patient during a m 106 implant. During the pre-surgical evaluation (ECG testing), the patient's median r-wave value was determined to be between 0.4 and 0.5mv in the supine and left side postures. These were the only 2 postures that could be tested for patient. In surgery, sensitivity setting of 4 was tested and "???***" was received. The sensitivity setting was increased to 5 and this resulted in the same results. Settings 1,2 and 3 were then attempted and resulted in the same outcome. Tc verified that the tablet was not plugged in. The wand's power light was on during the attempts to communicate with the generator. The generator was in the pocket and the surgeon was not touching it. Tc allowed several seconds to elapse to give the wand time to establish communication with the generator before changing the sensitivity settings. Impedance was measured to be at 2407ohms. The original generator pocket site was near the collar bone and was close to the lead. Therefore, the surgeon repositioned the generator pocket lower and away from the electrodes. In this location at setting 4, "???***" was received but the tablet also displayed a heart rate of 76, which matched the patient's heart rate. It displayed the correct heart rate for about 5 seconds, and then it went back to "???***". The sensitivity setting was increased to 5, and the device did the same thing, except at a heart rate of 140. Per the neurologist's orders, the patient's output and magnet current were programmed on, but the auto stimulation was programmed off. The neurologist will follow up in clinic in a couple weeks to attempt the set the heart rate detection. Additional information was received that accurate heart rate was received intermittently at sensitivity 4 and 5 during the surgical testing.

Event description:
Available programming history data from surgery were reviewed. Heartbeat detection testing was attempted with settings 1-5. However no heartbeats were detected per the programming history data. Heartbeat detection was programmed on to perform the testing and later turned off. Additional information was received that the pre-surgical evaluation with ECG testing could be performed only when the patient was under anesthesia as patient was uncooperative. The results were with the hospital and attempts will be made to the hospital for the data. During patient's follow up appointment, the neurologist turned the tachycardia detection on and also programmed the autostim parameters on (B)(6) 2015. Diagnostics were reported to be within normal limits. Heart detection was attempted and heartbeat of 200 beats per minute were detected at setting 4 at first. But accurate heart rate was able to be seen immediately for a brief moment before "????" Was displayed. The patient did not move during the testing but was screaming and uncooperative. The autostim was left on. A review of device history records for the generator shows that no unresolved non-conformances were found.

Event description:
A company representative was present for patient's appointment on (B)(6) 2015. It was decided by the medical professional that no further ECG pre-screening would be performed on this patient due to patient's physically combative nature. A pre-op screening was partially completed on the day of implant when patient was sedated. Readings were obtained with the patient lying on his left side, and also in the supine position. The results were 0.4mv and 0.5mv, which corresponds to heartbeat sensitivity setting of 5. During this visit, a nurse checked the patient's pulse manually and determined it to be 80 bpm. The generator was then tested for heartbeat detection at heartbeat sensitivity setting 4 and the programmer showed results of 78bpm and 75 bpm respectively in lying supine position. The device was determined to be sensing the patient's heart rate appropriately and was reprogrammed to the settings that were previously programmed.